Manufacturer narrative:
A boston scientific technical services consultant suspects that oversensing occurred as a result of the power source for the harmonic device or due to something else. The consultant instructed the caller to check the arrythmia logbook to confirm any stored episodes that exhibited oversensing. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had undergone a laparoscopic hernia repair today. The device was programmed aair and electrocautery was not utilized for the procedure. However, a harmonic device was used during the procedure. The physician stated that he thought the device was programmed to 70ppm but a rate of 30 was observed during the procedure. A magnet was applied to the pacemaker which brought the pacing rate back up. The procedure was successfully completed and no adverse patient effects were reported.